Event description:
Event description guidant received information that, upon device interrogation, this cardiac resynchronization therapy defibrillator (crt-d) displayed a message indicating that it detected the presence of a magnet.